Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there was a recent gastrointestinal (gi) bleed. The patient was given 1 unit of packed red blood cells, IV fluids, and decreased betablocker. Patient was admitted for near syncope, low flows, and anemia, which in turn gi bleed. Hemoglobin/hemocrit (h/h) was 8.2, where it was previously 10-11. Patient received 1 unit of packed red blood cells and IV venofer for this admission. Abdominal (abd) CT, and ultrasound (us) was done. Per gi doctor, it appeared the biliary stent was likely spontaneously extruded, and that there was likely oozing from the ampulla following spontaneous extrusion of the stent. Repeated endoscopy not indicated and stent removal procedure cancelled. Patient was stable, and monitored as outpatient.